Event description:
Customer reported that the insulin pump has moisture due to customer being pushed into a pool with it. Customer stated that the device has a constant tone. Blood glucose 123 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display and gave a constant tone due to corroded electronic assembly. A corroded motor assembly was noted during the visual inspection. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, a broken belt clip slot, cracked battery tube threads and scraches around the casing.